Event description:
The customer reported that there was one incident in which leaking was noted during the prime of taxol. There was no patient or staff injury. The spill was reported to have been cleaned up appropriately.